Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is in the process of repairing the device and continues to investigate the reported failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device would not power on as the medic attempted to use it for patient monitoring. The device use had no adverse effects on the patient.